Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. Post market vigilance (pmv) led an evaluation of the device. Visual inspection noted that the reload had a full complement of staples. The proximal end of the adapter was broken. Functional testing of the reload could not be performed due to the damage to the adapter. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the damaged reload adapter may occur due to over flexure of the reload while attached to the instrument. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the single use loading unit (sulu) connector was broken. This issues was noticed when testing prior to use. There was no patient involvement and no patient injury. The current condition of the patient is stable. No medical intervention was required and the surgery time was not extended by thirty minutes or more. A new device was used to resolve the issue.